Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error during basal. Customer's blood glucose was 277 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. The device alarmed motor position encoder error while customer's mother was zeroing out basal rates. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, and prime test. However, the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm was not verified due to erased history file. The device had cracked reservoir tube lip.